Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose level reported to be over 700 mg/dl, which was self-treated with a bolus. Subsequently, the patient was hospitalized where the patient was treated with intravenous fluids and insulin drip. The treatment resolved the issue and brought down the blood glucose level to 430 mg/dl. The cannula was found to be bent at a 90-degree angle upon removal at the hospital. The patient did not use the pump for insulin while in hospital. The infusion set had been in use for two days and the patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.